Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and other chronic/intractable pain in their trunk/limbs. The patient stated that beginning about 4 months ago the area of stimulation delivery was too low so they have to increase the amplitude really high to control their pain. The patient noted that they fell once but they were not sure if it affected their system. The patient was requesting a manufacture representative (rep) to reprogram them. The patient was redirected to follow up with their healthcare professional (hcp) to have a local rep paged. The patient recently moved so they were sent hcp listings. No further complications were reported/are anticipated.